Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. On (B)(6) 2016, the rv capture threshold had risen to greater than 2.125v and was consistently above 2.5v.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and unstable thresholds and loss of capture. The physician noted that the x-ray showed no lead movement. It was believed to be positional and possibly related to excess tension on the lead or an issue with the lead. The physician decided to monitor the patient, as the thresholds were back to a low level. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.